Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Unknown femoral component. Unknown tibial tray. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 3 years post implantation due to periprosthetic streptococcal infection. The inlay was removed and replaced. The patient later underwent a second revision approximately 5 years post first revision due to implant fracture. The inlay was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (nicked/gouged) and the post feature has fractured off. Device was submitted for further analysis. Analysis determined the post fracture in the bearing is potentially due to overloading, possibly exacerbated by impingement damage to the post from the femoral component. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision notes: patient presented with instability after standing long periods, difficulty extending her knee; as suspected, the inlay cone is broken off and lies in the area of the notch; new articular surface placed without complication. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00-5968-014-51 lot 62577937 nexgen lps flex femur d, 00-5980-037-01 lot 62630914 nexgen tibia size 3, nexgen patella 32mm, unknown cement.

Event description:
It was reported the patient underwent initial left total knee arthroplasty. Subsequently, the patient was revised approximately 3 years post implantation due to pain, instability, ligament laxity, and infection. During the revision, widening of the flexion and extension gap was noted. The poly was exchanged without complication. The patient later underwent a second poly exchange approximately 5 years post second revision; during which, it was confirmed that the inlay cone was broken off. The art surface was replaced without complication. Additional information on the reported event is unavailable.